Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed a chip on the left corner of the upper cause and two missing screws in the motor mount bracket. This bracket holds one side of the position potentiometer; therefore, the pump was not getting accurate position potentiometer readings - causing the alarm. The motor mount was reattached to the extrusion and the upper case was replaced along with a missing rubber foot. After repair and recalibration the device was found to pass all delivery, accuracy, and functional tests.